Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation and the customer's report was not duplicated under testing. Review of the device's history log does show occurrences of the reported error message. The ac charger was replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device would intermittently not power up. Complainant indicated that there was no patient involvement in the reported malfunction.